Manufacturer narrative:
The patient's loose tooth was reported as resolved on 15-may-2024.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
A patient who underwent an ion endoluminal lung biopsy procedure as part of a clinical study on 30-nov-2023 experienced a loose tooth after the procedure. During the navigation phase, a system re-registration was required because the swivel connector was not fully attached, and the system had to be restarted. The swivel connector was disconnected repeatedly, and the ion system's robotic arm had to be repositioned multiple times. During the biopsy procedure, the catheter also buckled, causing the procedure to be delayed less than 15 minutes. The procedure was completed with the same catheter. The root cause of the patient's tooth loosening was due to the repeated repositioning of the robotic arm, which put pressure on the patient's tooth. Medication (analgesic agent, paracetamol) was given to the patient, and the condition was assessed as mild by the study investigator. According to the site investigator, the tooth was loose prior to the procedure, and the intubation was normal and not complicated.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) clinical application engineer investigated the case and suggested silicone-based lubricant to be used instead of the water-based. During the next procedure, the issue of catheter buckling was resolved after switching to the silicone-based lubricant.